Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter tilted and perforated. The patient reported that there was perforation of the filter struts outside the inferior vena cava (ivc) and filter tilt. The patient reportedly became aware of these events approximately seven years and four months post implant. Approximately five years and three months post implant there was an unsuccessful percutaneous removal attempt. The patient also reports filter fracture with an unsuccessful attempt to remove the filter, however, no fractured struts are retained in the patient and none have been removed. The patient reports experiencing fear and anxiety. According to the medical records the indication for the filter placement was deep vein thrombosis and pulmonary embolism. The filter was placed via the right common femoral vein and deployed without complications. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts, making retrieval difficult. Without images or procedural films for review, the reported filter retrieval difficulty, tilt, perforation and fracture could not be confirmed, and the exact causes could not be determined. The timing and mechanism of the tilt has not been reported at this time. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety and fear do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that the exact event date is unknown. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to physical and emotional damages from tilting and perforation. Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis and pulmonary embolism. The filter was deployed via the right common femoral vein.   Additional information received per the patient profile form (ppf) states that five years and three months after the index procedure there was a failed attempt to remove the filter. Seven years and four months after the index procedure, the patient became aware of the reported events of filter tilting and perforation of filter struts outside the inferior vena cava. The ppf form states that the filter was fractured and there was an unsuccessful removal attempt. The form also states that no filter struts have been removed from the patient and no fractured filter struts are retained in the patient's body. The patient continues to experience anxiety and fear.